Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to noise and unstable lead impedance. Data analysis indicated a suspected lead fracture. The location of the suspected lead fracture was unable to be determined via x-ray photos. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert was triggered. The analyst noted the lead integrity alert (lia) warning for increased short interval counts (sic) and rv lead impedance variation in the last 60 days. The sensing integrity counts went up to 41 within 7 days along with non-sustained ventricular tachycardia (vt) episodes and evidence of oversensing. The average sic count per day was 5.83.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).